Event description:
Per the clinic, the patient experienced chronic infections and skin overgrowth at the abutment site. The patient was prescribed multiple courses of oral antibiotics (dates and durations not reported) and the patient underwent a surgical procedure (date not reported) to excise excess skin at the site. The implanted device remains.

Manufacturer narrative:
Per the clinic, in (B)(6) 2015 (exact date not reported), the patient was administered general anesthesia and the abutment was removed. The implanted device remains. This report is filed 12 aug 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.